Event description:
A report of infiltration occurring during the use of a fl0-gard pump was rec'd. The clinician reported that the infiltration occurred on a 4 month old pt who was receiving IV rocephin to a hand vein site. According to the clinician, the pt's hand was noted to be swollen after an unknown amount of time. The clinician reported the pt required surgery for a skin graft to the hand site. According to the clinician, the pt has been released from the hospital and is currently recovering. No add'l clinical info was able to be obtained.